Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) battery failed to hold a charge. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but could not duplicate the reported issue. Batteries were fully charged when fse was on site and they both passed the battery run time test. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.